Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms were received. The customer's blood glucose (bg) level was 333mg/dl and a correction bolus via the pump was delivered to address the bg level. An infusion set site change was performed leading to additional occlusion alarms. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.